Manufacturer narrative:
Device history record for the reported lot number was reviewed and confirmed that the lot was manufactured according to the approved manufacturing procedures. Retained samples were also tested and passed. There is no patient involvement. There is no adverse event.

Event description:
Three (3) smartez pumps (se0200-100, lot# s7n32) began leaking at the bottom shoulder where the bladder meets the bottom ring, when the tech started filling with 0.9% sodium chloride.